Event description:
Pt revised to address dislocation. Head, cup and stem are manufactured by others.

Manufacturer narrative:
Examination was not possible, as the device was not returned. A complaint database search finds no other reported incidents against the provided product and lot code since its release for distribution. It has been reported that the depuy device was implanted with a competitor manufactured product. This use of the depuy device is not recommended. The investigation could not verify or identify any evidence of product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Should add'l info be received the investigation will be reopened. Depuy considers the investigation closed.